Event description:
The customer reported that when the nurse went to change the tubing for antibiotics, a large bubble was found in the tubing. No pt harm or medical intervention occurred. The customer stated no further pt/event info was available.

Manufacturer narrative:
MFR's report date: (B)(4) 2013. Internal file no: (B)(4). The customer's report of the ballooned silicone segment in the used set was confirmed and replicated during testing. Pressure testing produced a balloon within the silicone segment at 8psi; specification is 30psi. This silicone segment was likely weakened during customer use. Failure of this test suggests previous ballooning may have occurred as the customer reported. The root cause of the ballooned segment could not be identified. Past investigations determined ballooning has occurred when an IV push site was not clamped off. This will cause unwanted pressure to go up into the silicone segment and cause a balloon in the tubing.